Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis. Visual inspection was performed under conditions of illumination and cassette sample had a medication information label. Functional testing was performed, a syringe was used to infuse water into the assembly (ay) bag and leak was detected in the ay bag, specifically located in top corner near pump tube connection. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during pre-testing a smiths medical cadd cassette reservoir bag burst where tubing connects to the bag while in the process of removing air. No patient was involved in this event. No adverse effects were reported.